Event description:
Customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
Troubleshoot system, software corrupted, reloaded software and system configurations. Tested system, system operates as intended.